Manufacturer narrative:
Date of event - event date was not reported and approximated (B)(6) 2022.

Event description:
It was reported tip fracture occurred. A 200 cm x 10 cm fathom-14 guidewire was selected for use along with a truselect microcatheter in a drug-eluting bead transarterial chemoembolization (deb-tace) case. The distal tip of the guidewire was noticed to be fractured during removal from the microcatheter (outside of the patient). The fractured portion was not inside the patient. The guidewire and was replaced, and the procedure continued with no patient incidents or complications.

Manufacturer narrative:
Date of event - event date was not reported and approximated (B)(6) 2022.

Event description:
It was reported tip fracture occurred. A 200 cm x 10 cm fathom-14 guidewire was selected for use along with a truselect microcatheter in a drug-eluting bead transarterial chemoembolization (deb-tace) case. The distal tip of the guidewire was noticed to be fractured during removal from the microcatheter (outside of the patient). The fractured portion was not inside the patient. The guidewire and was replaced, and the procedure continued with no patient incidents or complications.

Manufacturer narrative:
B3 - date of event - event date was not reported and approximated 01/01/2022. Device evaluated by MFR: analysis of returned product revealed the tip of the guidewire is detached and stretched, confirming the reported complaint.

Event description:
It was reported tip fracture occurred. A 200 cm x 10 cm fathom-14 guidewire was selected for use along with a truselect microcatheter in a drug-eluting bead transarterial chemoembolization (deb-tace) case. The distal tip of the guidewire was noticed to be fractured during removal from the microcatheter (outside of the patient). The fractured portion was not inside the patient. The guidewire and was replaced, and the procedure continued with no patient incidents or complications.